Manufacturer narrative:
The brand mgr for acticoat in another country is scheduled to meet with one of the literature authors in september. A follow-up report will be submitted following receipt of add'l information.

Event description:
The following info is from a case report in another country which will be published in september 2007: a case was reported where a patient was admitted for treatment of toxic shock syndrome (tss) after sustaining a 3% total body surface area second degree burn. Seven days prior to admission, she fell backwards into a fire pit resulting in burns to her buttocks. She was initially treated with polysporin and adaptic at the local emergency dept. During follow-up, she was examined and dressings were changed to acticoat. Her dressings were changed in 2-3 day intervals at a clinic. Almost a week after her insult, patient presented for her dressing change with widespread erythema, pain and difficulty breathing. Tss was suspected based on the basis of clinical symptoms and was confirmed by the infectious disease department. Patient was hospitalized for 22 days, and assessment by occupational therapy 8 days later showed flat and supple fully healed wounds. There were no further complications.